Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: replaced power supply module. Device passed all service software tests. Device returned to the customer and ready to be used.

Event description:
The hamilton-t1 device is used for transport and if the power cable has an issue and the device cannot charge as expected, this could have a potential impact on the patient safety when occurring during ventilation (and this despite the available battery).

Manufacturer narrative:
The following was reported: power surge from generator whilst connected to ventilator resulted in damage to power supply module. When plugged into ac power outlet the ventilator does not charge. The issue was caused by a power surge according to the customer. The power supply was exchanged and the device could be charged again. There was no patient involvement or any intervention necessary. If the power supply issue would have not been detected at that point, the hamilton-t1 undergoes a mandatory preoperational check before usage on a patient. External power functionality, battery status, and alarm verification are part of this routine check. A power supply failure is usually identified before the ventilator is used on a patient, ensuring patient safety. If, despite the checks, the issue occurs during ventilation and external power is lost, the ventilator immediately alerts the user with the ¿external power loss¿ alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1¿3 hours of backup operation, allowing ample time to either restore external power or transfer the patient to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Therefore, the power loss is not a sudden failure leading to immediate patient risk. The combination of alarms, battery backup, and pre-use checks ensures that the issue does not compromise patient safety. As stated above, the power supply was exchanged and the issue was solved. This case is considered as closed.